Event description:
It was reported by customer that they had been hospitalized for low blood glucose levels on (B)(6) of 2014. Customer stated they had a bolus delivery after eating and low blood glucose levels shortly thereafter. Customer advised to disconnect from pump. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, the reservoir was reinserted into insulin pump and customer verified that display screen showed the correct amount of insulin left in the reservoir. Customer verified device was not leaking and did not alarm. Informed customer the device is functioning properly and to monitor. Customer's blood glucose level was 185 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test, self test and error test. Insulin pump is operating within specification. Off no power alarm functions properly. Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. Insulin pump had a minor scratch on display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and a21 error test. All operating currents are within specification. Off/no power alarm functions properly. The device was unable to prime during prime/a33 test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).